Event description:
It was reported patient underwent an ankle arthrodesis procedure on (B)(6) 2014. During the procedure, the screw could not be inserted as the targeting arm was off-set. Subsequently, the screw was removed, but required additional time as the inserter was over-winding. Additionally, the 210mm nail could not be utilized so the surgeon decided to use the 180mm nail for locking. A delay of two hours occurred during the procedure.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information that was unavailable at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Manufacture date - unknown evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.